Event description:
It was reported to boston scientific corporation that during a duodenal stent placement procedure using an enteral guidewire, the wallflex stent was found to be "rough on the guide wire." This difficulty in advancing the stent over the guidewire was experienced when the stent was still outside the patient, after the stent had been introduced through the working channel of the endoscope. The physician then immediately stopped advancing the stent and removed the stent as well as the catheter. The stent was never deployed and no particles from the guidewire fell into the patient. The procedure was completed with this enteral guidewire and another wallflex stent without any complications to the patient, who is reportedly "ok" post-procedure. This event has been deemed a reportable event based on the investigation results; coating delaminated.

Manufacturer narrative:
A visual examination of the returned device revealed that the device presents numerous bends/kinks of varying severity over the length of the specimen device and a concentration of overlapping and expanded coil wire wraps over the distal 13.30 centimeters. Random isolated overlapping or expanded coil wire wraps scattered over the length of the specimen, presenting indications of sustained torsional and column loading of the flat wire coils were also observed. The specimen also presents varying degrees of scraped ptfe coating scattered over the length of the specimen indicated that it may have been subjected to the application of a torque device approximately 5 to 7 centimeters distal of the proximal end of the specimen. The manufactured stretched coil wraps at the distal tip are no longer discernible due to the coil damage. The received specimen was found to be stretched to an overall length of 500.50 centimeters and had a finished diameter of 0.03490 to 0.03495 inches. A diameter of 0.03620 to 0.03710 inches was observed in the damaged coil regions. The probable cause for this event was determined to be operational context. (B)(4).